Manufacturer narrative:
The device has been returned for eval. A f/u medwatch report will be submitted upon completion of the eval.

Event description:
International affiliate reports pt underwent arthrodesis l5-s1 in (B)(6) 2009. Revision surgery was performed in (B)(6) 2011 due to pedicle screw breakage at s1. The device was explanted and replaced.